Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified no discrepancies or discernible damages to the returned power extension cable and power accessories. There were no visible evidence of any exposed and/or frayed wires. It was observed that the power extension cable caused the unit to power off due to an intermittent power loss. The field reported event of exposed wires on the power extension cable was not confirmed. Relation to fa-q323-hf-4 was not confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.